Manufacturer narrative:
The type of investigation coding has been updated.

Manufacturer narrative:
On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient sample tested on an accuchek inform ii meter (serial number unknown). A sample from the patient initially resulted in a glucose value of 58 mg/dl. A sample was then collected from the patient ten minutes later and tested, resulting in a glucose value of 80 mg/dl. Another test was later performed on the meter at an unknown time and the glucose result was 100 mg/dl. A sample was collected from the patient at an unknown time and was measured in the laboratory, resulting in a glucose value of 58 mg/dl.